Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with bilateral symptomatic inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 ¿ right and device 2 ¿ left). Per operative notes, ¿an incision was made just below the umbilicus. On the right side right inguinal hernia sac was dissected out. A 3dmax mesh (device 1- right) was placed and secure it with sutures. On the left inguinal side, hernia sac was dissected out. A 3dmax mesh (device 2 ¿ left) was placed on the left inguinal hernia site and secure it with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 3). Per operative notes, ¿an incision was made in the right groin. The spermatic cord was then dissected out. The hernia sac was dissected out. A perfix plug (device 3) was placed into the right inguinal site and secure it with sutures.¿ (B)(6) 2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿an incision was made in the midportion of the external oblique. The left inguinal hernia sac was dissected out. A synthetic mesh was then placed into the left inguinal floor and secure it with sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia, pain, thereby underwent robotic repair with explant of 3dmax mesh (device 1- right) and perfix plug (device 3) and implant of synthetic mesh. Per operative notes, ¿an incision was made into the right inguinal side. The hernia sac was dissected out. Previously placed 3dmax mesh (device 1- right) and perfix plug (device 3) were removed. A synthetic mesh was placed on the right side. On the left side there was no hernia sac was not present. The defect was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device 2). Additional supplemental emdr's were submitted to represent the 3dmax mesh (device 1) and perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.